Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device 02/26/2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter, and an issue with the catheter stuck in a deflected position occurred. During the ablation procedure, the navi-star¿ thermo-cool¿ electrophysiology catheter was unable to relax completely after being deflected. The deflection function was normal at the beginning, but once deflected, it got stuck in aortic position. The knob/piston was unable to be pushed up and down. There was no difficulty in removing the catheter from the patient¿s body. A second catheter was used to compete the procedure. No patient consequences were reported. A picture provided by the customer was reviewed by the clinician and it shows the catheter curve in a deflected position with full tension on its tip. With the available information, this event was conservatively assessed as MDR reportable deflection stuck issue.

Manufacturer narrative:
Investigation findings code of "appropriate term/code not available" represents photo/video analysis. It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter, and an issue with the catheter stuck in a deflected position occurred. During the ablation procedure, the navi-star¿ thermo-cool¿ electrophysiology catheter was unable to relax completely after being deflected. The deflection function was normal at the beginning, but once deflected, it got stuck in aortic position. The knob/piston was unable to be pushed up and down. There was no difficulty in removing the catheter from the patient¿s body. A second catheter was used to compete the procedure. No patient consequences were reported. Additional information was received and it was reported that the catheter did not become entrapped inside the patient's body. It could be withdrawn after distal access to a collateral vessel. No surgical intervention was required. Investigation summary: an analysis was performed on the pictures provided by the customer. According to pictures, the tip was observed semi-deflected with piston up. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the navistar thermocool catheter. Deflection testing was performed, in accordance with bwi procedures. The catheter was working correctly, and no deflection issues were detected during the analysis. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that for product deflection failure, the instructions for use (IFU) contain the following information that should be considered: do not manually pre-shape the distal shaft of the catheter by applying external forces intended to bend or affect the intended shape or curve of the catheter. (Kinks, deflection, bents, cosmetic) a manufacturing record evaluation was performed for the finished device 30440887m number, and no internal actions related to the reported complaint condition were identified. The event described could not be confirmed as the device performed without any deflection issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received and it was reported that the catheter did not become entrapped inside the patient's body. It could be withdrawn after distal access to a collateral vessel. No surgical intervention was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).